Manufacturer narrative:
(B)(4). Concomitant medical products: metasul taper liner kk/36, cat#: 00877001236, lot#:2517938; msul head 36 12/14 sz s/-3.5, cat#:00877003601, lot#:2556842, shell with cluster holes porous 56 mm o.d. Size kk for use with kk liners, cat#:00875705601 lot#:61956313. The reported event of pain is confirmed in operative notes received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Review of the medical records confirm pain at the 5 year follow-up visit. Review of the x-ray images noted lucency of the cup and possible areas of bone resorption on 2017 images. It is uncertain if this is artifactual secondary to imaging technique, but could represent sites of metallosis on this patient with a mom product. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2018-01637.

Event description:
It was reported that the patient is experiencing hip pain at their five (5) year clinical follow-up. The pain has reportedly been ongoing for approximately two (2) years prior to this. No revision has been reported to date.